Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent endovascular repair of the impending rupture of the left internal iliac artery aneurysm with a gore® excluder® aaa endoprostheses. On (B)(6) 2020 a reintervention took place. During the reintervention, a kink in the ipsilateral leg of the trunk-ipsilateral leg component was discovered. An epic stent was used to reline the kinked portion of the ipsilateral leg. The patient tolerated the procedure.

Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent endovascular repair of the impending rupture of the left internal iliac artery aneurysm with a gore® excluder® aaa endoprostheses. On (B)(6) 2020 a reintervention took place. During the reintervention, a slight kink in the ipsilateral leg of the trunk-ipsilateral leg component at the common iliac artery, due to the patient anatomy, was discovered. An epic stent was used to reline the kinked portion of the ipsilateral leg. The patient tolerated the procedure.

Manufacturer narrative:
B.4. On the original report should have been (B)(6) 2020.